Event description:
A customer in (B)(6) notified biomérieux of obtaining irregular growth of candida albicans while using the chromid® candida agar plate (ref. 43631). The lot number has not been provided. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.